Manufacturer narrative:
Tracking number: (B)(4). Two devices of same product ID and lot number received. Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No needles were received. The visual inspection of the devices noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle on each device. Some plastic shearing of the toggle switch was noted on each device. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The IFU states: toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to reporter: the surgeon had two endo stitch devices fail during a thoracic case. Both times the needle fell off the jaw of the endo stitch during use. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery was not delayed more than 30 minutes. No device fragments fell into the patient.